Event description:
It was reported that the user experienced continuous glucose monitor signal issues and discrepant readings when using a dexcom g7 with the ilet, including an urgent low alert below 54 mg/dl while a contemporaneous fingerstick glucose was 130 mg/dl; troubleshooting included switching between dexcom g7 and g6, re-entering sensor pairing code 5673, and initiating sensor re-pairing. Symptoms included reported low glucose alerts without corroborating hypoglycemia by glucometer. Outcomes included continued monitoring with a glucometer and user education on sensor troubleshooting. Investigation included technical troubleshooting and user guidance. Investigation of this case revealed sensor communication instability and inaccurate cgm values relative to capillary glucose. It was concluded that the device and sensor required re-pairing and that the user should rely on fingerstick glucose when cgm values are inconsistent. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.